Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the handset kit was ordered and patient has received it. Patient called back to ask help linking devices. Devices linked and reminded patient they will have to go to hcp to set the other programs.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient called in because they were unable to connect to their implantable neurostimulator (ins). They open the app, turn on external communicator and establishes communication with app, when placing communicator on ins the app reads "communication in progress" and then after a few seconds message "device not responding". Patient attempted to re-position and reconnect but unable to communicate with ins. Patient went to the healthcare professional (hcp) friday to get the issues checked and it worked in hospital. However once at home, the issue reappeared. During the call, they attempted to do it together on the phone and tried various positions. Patient palpated ins etc. But problem persisted. They noted that external communicator and handset connection works fine, but that the external communicator cannot seem to complete communication with ins. Advised the patient to call the hcp and ask for another check/suggestion as it might be related to the position of the ins. If hcp suggests to first try and replace handse t/comm they can send a new kit, however advised that this will most likely not solve the issue. Patient has been notified that they should call back if their issue is not resolved permanently.